Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent posterior lumbar spinal fusion surgery on levels l4-s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the facets and over the posterior elements). Reportedly, patient's post-operative period has been marked by a period of improvement, followed by increasing lower back and sacral pain. " patient continues to experience constant lower back pain and burning. He had difficulty standing and walking and sits or lays down all the time."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the patient developed "serious problems including pain, mental anguish and the fear of things getting worse."

Event description:
On (B)(6) 2011 pt presented for surgery with l5-s1 severe disc degeneration with grade I spondylolisthesis and bilateral neural foraminal severe stenosis, and l4-l5 disc degeneration and retrolisthesis. Procedure was for anterior fusion l4-l5 and l5-s1 with implant of medtronic peek verte-stack cages and placement of anterior instrumentation in the form of buttress screw at the anterior superior sacrum. Autograft and infuse was placed inside each cage. On (B)(6) 2011 pt presented for the posterior stage of surgery. Procedure was for posterior fusion at l5-s1 with nuvasive ti pedicle screw system from l4-s1. Infuse sponge was wrapped around mastergraft matrix and placed into each of the facets and over the posterior bony elements. On (B)(6) 2012 x-ray shows the ¿hardware spanning l4 to 51 is in stable position, and it appears intact and well seated inthe bone. Degenerative disc disease is evident at l4-5 once again, and the configuration is stable.¿ on (B)(6) 2012. Pt. Presents with history of ¿chronic low back pain, not made much better by surgery¿. CT and myelogram shows ¿the l5 nerve root sleeves do not fill out particularly well, and the nerve root shadows widen as they enter the sleeve. This might be some subtle evidence of nerve root compression.¿ ¿the hardware spanning l4, l5 and s1 appears intact and well seated in the bone. The vertebral bodies show normal height. Alignment is remarkable for slightly less than grade I spondylolisthesis at l5-s1. Disc spaces are maintained except at the operative levels where there appears to be fusion between l4 and l5 as well as l5 and s1.¿ on (B)(6) 2012 ¿his pain appears to be generated from the sacroiliac joints. He states that the left is worse than the right. Additionally, he states that there has been some burning sensation that radiates from the low back into the groin bilaterally. Review of CT shows the fusion appears to be solid atl4-l5 and l5-s1.¿ on (B)(6) 2012 pt presents for surgery with complaints of pain over the posterior sacrum. He was found to have bilateral sacroiliac arthrosis. He has undergone injections which gave him excellent temporary relief. Having failed extensive non-operative treatment, he now elects to proceed with surgery. Pt. Underwent procedure for left sacroiliac joint fusion with instrumentation.¿ (non-medtronic product).